Event description:
It was reported that; during medical procedure surgeon used a two level plate, after location used a xray two verify position of screws and decide to remove them due to they are too short using the same screwdriver used to introduce them. The first screw from inferior side was unable to extract as well as one screw in superior side, the other 2 screws were removed without issues. The surgeon decide to use two new larger screws in order to fix the plate to the bone.

Manufacturer narrative:
Device history review, complaint history review, risk assessment manufacturing records for this product were reviewed and no anomalies were found. Possible root causes include: excessive axial/torsional force applied during screw insertion. Locking ring deformed/damaged. Draw rod tip fractured/remains in screw head.

Event description:
It was reported that; during medical procedure surgeon used a two level plate, after location used a xray two verify position of screws and decide to remove them due to they are too short using the same screwdriver used to introduce them. The first screw from inferior side was unable to extract as well as one screw in superior side, the other 2 screws were removed without issues. The surgeon decide to use two new larger screws in order to fix the plate to the bone.